Manufacturer narrative:
The device has been returned and an evaluation is in process. A follow-up report will be filed when the evaluation is complete. A replacement has been sent.

Event description:
The provider reported the end user could see the sparks coming from under the bed, they called their attendant and had the bed unplugged. When the provider went to home he noticed the plug to the pendant melted.

Manufacturer narrative:
The product was received for evaluation and the complaint of the control box sparking and emitting smoke was confirmed. The c1 capacitor shorted out causing the failure. There was evident discoloration and deformation around the d-sub 9 pin female pendant connector due to the heat source being applied from the capacitor failure. The control box housing is comprised of v0 rated material and will self-extinguish once the heat source is removed.